Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was malfunctioning; it did not set the parameters. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the screen was malfunctioning; it did not set the parameters. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone#: (B)(6).

Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse found that the touchscreen was bad and needed to be replaced. Per the good faith effort (gfe) response received on 23jun2025, the fse stated that the touchscreen showed signs of damage. The repair is still pending. This investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite on 03jul2025 to evaluate and repair the device. The replacement touchscreen was ordered and installed, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
Per a good faith effort (gfe) response received on 25jun2025, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The failure was detected during device preparation before the device was used.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician could not find any issues with touchscreen operations during the diagnostic check, and the visual inspection of this touchscreen did not reveal any signs of damage or contamination. All touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications, and the touchscreen passed all diagnostics and calibration testing. Additionally, the touchscreen touch points were aligned on the standard test bed (stb), and the touchscreen passed the functional testing per test#3 in the service manual. Therefore, the pil technician ultimately concluded that the touchscreen operated as designed as no fault was found.